Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist, two years and five months post implant of the 23mm sapien xt valve in the aortic position, thickening of leaflets were noted with a higher gradient. It was decided to redilate the valve to create a bigger effective orifice area (eoa). No valve was implanted.

Manufacturer narrative:
UDI (B)(4). It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv). Per the IFU, thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, thrombosis has not yet been confirmed, but it was noted it could be due to degenerative changes, old thrombus, patient prosthesis mismatch or a combination of the three. Potential contributing factors are unknown at this time. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by field clinical specialist, two years and five months post implant of the 23mm sapien xt valve in the aortic position, thickening of leaflets were noted with a higher gradient. It was decided to redilate the valve to create a bigger effective orifice area (eoa). No valve was implanted. Per the tte performed two years and one month post implant procedure, the imaging quality was very limited. The aortic valve was not well seen but by prior study, it was status post tavr with severe aortic stenosis and moderate ar of uncertain origin. Per the tee performed two years and two months post implant procedure reported thickened leaflets and restricted leaflet opening on 2-d and 3-d reconstruction images consistent with either thrombotic materials or degenerative changes. The team considered thrombus as the first diagnosis and started anticoagulation, planning a repeat echocardiogram in 6-8 weeks to evaluate the gradient. Per the tee performed two years and four months post procedure, there was thickened tavr leaflets (3-4 mm) and restricted leaflet opening on 2-d and 3-d reconstruction images consistent with either thrombotic materials or degenerative changes. As the valve was only 2 years old, anticoagulation was started and repeat echocardiogram would re-evaluate the gradient. It was noted that ¿if there is no changes in gradient with adequate anticoagulation for 2-3 months, the tavr stenosis is probably is fixed either due to degenerative changes/old thrombus and mismatch or combined¿. Limited views of tee were obtained since the patient had bad sleep apnea and unstable oxygenation even with cardiac anesthesiologist present to manage airway and sedation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.